Event description:
It was reported that an electrocardiogram showed atrial sensing in the ventricle. It was noted that the right atrial (ra) lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.